Manufacturer narrative:
Dentsply was able to verify the complaint as the temperatures during testing did exceeded requirements. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur rotation, run noise test, leak, cap temperature, current draw and sheath rotation specification criteria. Quality personnel then investigated the attachment. Maximum recorded temperature while free running the attachment for 30 seconds with coolant spray off was 43.3 c and 46.9 c after 3 minutes. Maximum recorded temperature while testing under load with coolant spray on was 59.8 c. The attachment was then disassembled and microscopically evaluated. Cap end bearing retainer was broken into pieces and exhibited deformation. This failure most likely created friction within the head which resulted in temperature increase. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Debris was observed inside the head and cap cavities and inner components. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.